Manufacturer narrative:
An authorized service personnel (asp) was dispatched to the customer site. It was determined that the flow sensor assembly needed to be replaced to return the device to working condition. The customer decided to reject the quote and declined to repair the device. The device evaluation and resolution information are not available. No parts were replaced.

Manufacturer narrative:
29jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device's tidal volume was reading zero. The device was not in clinical use at the time of the event. There was no report of patient or user harm.